Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2018. (B)(4). Device evaluation: the product was received at the manufacturing site. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: during the manufacturing record review no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Complaint history: a search of complaints revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 16.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to an unspecified mechanical complication. The patient could not adapt. There was an incision enlargement and suture used. The replacement lens was non johnson and johnson lens. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.